Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference 2013-00737-1: manufacturer report no. 2015691-2013-19321. The device was not available for evaluation, as it remains implanted in the patient. However, there was no allegation of device malfunction. Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the transaortic valve replacement (tavr) procedure, include, but is not limited to, coronary flow obstruction/transvalvular flow disturbance. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the rf3 physician's training manual it is recommended that the operator perform an aortogram, CT or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length; during pre-dilation, assess possible obstruction of left main or any coronary ostia from bulky leaflet calcification; consider the distance from annulus to left main to prevent left main occlusion. In this case, the root cause of the reported lm flow interruption cannot be confirmed as the intra-procedural images were not provided by the site to edwards for internal review. However, it was reported that the patient's lm was low, and there was concern before tavr that the calcium burden could occlude the ostium. In addition, it was noticed during ivus that the lm was not occluded from the ostium, but was being compressed by the calcium burden. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the edwards lifesciences clinical specialist report, during the planning process for the tavr procedure, there was concern from the team that the left main (lm) artery was low and that the calcium burden could occlude the lm ostium. During the bav they noticed the flow to the lm was interrupted and they placed a guide catheter, balloon and wire into the lad to protect the lm during valve deployment. The 23mm sapien valve was deployed in good position (50:50). Post deployment there was some issue with flow to the lm and it was decided to ivus the lm to determine root cause. During ivus it was noticed that the lm was not occluded from the ostium, but was being compressed by the calcium burden. A stent was placed to protect the lm. Post procedure the patient was taken to recovery.